Event description:
It was reported that the health care professional (hcp) reached out to technical services (ts) to review the stored episode. Upon review, it was identified that this device exhibited undersensing on the right atrial (ra) channel, which led to the device delivering inappropriate ra pacing. Additionally, high capture thresholds and low impedance measurements were also noted. An x-ray was performed and the lead was found to be in the same position as the initial implant. Reprogramming efforts were performed. At this time, this device remains in service and no adverse patient effects were reported.